Manufacturer narrative:
(B)(4).

Event description:
It was reported that premature battery depletion was observed during follow-up. Device was explanted and replaced. Patient condition was good.

Manufacturer narrative:
No conclusion code available; the reported premature battery depletion was not confirmed in the laboratory. Based on all available parameter and usage information, device longevity was found to be within the expected limits. Review of the device indicated a drop in battery voltage that triggered eri where the battery later recovered. The device was tested on the bench and no anomalies were found. The original battery was returned to the vendor for further evaluation and no anomaly was found. The cause of the drop in battery voltage could not be determined.